Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery pack has bent pins identified prior to patient fitting) was confirmed. As received, the battery would not firmly latch into the monitor due to bent pins in the battery connector. The root cause of the physical damage to the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack has bent pins identified prior to patient fitting.